Manufacturer narrative:
The reported event of system error file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n 14669593 service history showed the device had a manufacture date of 7/14/2016. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
The customer reported that a system error occurred and the error code was not noted. There were two pump modules attached with one of the devices infusing normal saline at 75ml/hour and the other was not infusing at the time of the event. The device had experienced the same system error the day before and the device was restarted and continued to be used until it repeated the same error the next day. There was no report of patient harm.